Event description:
Incidentss incurred within one week with different patients involved. After each of the patients had ben intubated for approximately 20 minutes, the anesthetist heard a popping noise and the cuff deflated. The endotracheal tube was removed and the patient was re-intubated with no adverse reactiondevice labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.